Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open blister under the right-electrode. There was no alleged device malfunction contributing to the irritation. The patient's physician was made aware of the skin irritation, however, there is no indication that the physician provided medical intervention. Outcome of the skin irritation is unknown.